Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions; use after damage. Evaluation summary: the dislodged stent implant was returned, thus confirming the dislodgement. Difficulty/resistance removing the protective sheath could not be tested as the sheath was already removed, the stent implant was dislodged, and the sds was not returned. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. Additionally, the IFU states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviations did not cause or contribute to the complaint.

Event description:
It was reported that a patient entered the hospital with a myocardial infarction. A xience xpedition stent delivery system (sds) was prepared and advanced into the patient anatomy to stent the lesion. At the lesion, an angiogram found that the stent was missing from the sds. The sds was removed and the stent was found inside the yellow protective sheath on the preparation table outside the patients anatomy. Reportedly, there was force used when removing the protective sheath due to the urgency and resistance was felt with the removal of the protective sheath. Another xience xpedition stent was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.